Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys vitamin d total gen. 3 assay on a cobas e 411 immunoassay analyzer. The initial results were reported outside of the laboratory and questioned by a nurse. The samples were repeated on (B)(6)2023 and the repeat values were deemed correct. The first sample initially resulted in a vitamin d value of < 6 ng/ml and it repeated as 26.45 ng/ml. The second sample initially resulted in a vitamin d value of < 6 ng/ml and it repeated as 15.34 ng/ml. The vitamin d reagent lot was 662797. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 had no alarms. Quality controls were within range. There was no indication of a reagent performance issue. Multiple insufficient sample volume, clot pipetting, and sample short alarms occurred near the time the sample was processed. The field service engineer determined there was an issue with a pipettor assembly nozzle. The nozzle was replaced. A probe liquid level detection voltage adjustment was performed. Precision studies looked good. The investigation determined the service actions resolved the issue.